Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was alarming for "low oxygen flow". The patient was removed from the device and expired several hours later. The device was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for "low oxygen flow". The patient was removed from the device and expired several hours later. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.